Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced extreme itching all over her body after pump implant. The patient was admitted in the hospital to be closely monitored. The pain management physician believes that the patient's symptom is allergy related.